Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed at this time, however, lead provocation testing is anticipated to be performed at the patient's next in clinic follow-up. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated episodes of automatic mode switching were observed on the ventricular (rv) lead. Additionally, lead provocation testing was performed and the noise was partially reproduced. The physician suspected the noise may be due to lead damage caused by an impact delivered to the device after a patient fall. The device was reprogrammed to resolve the event, however, the rv lead may be replaced.